Manufacturer narrative:
The immucor laboratory tested retention product on 24may2017, which performed as expected. The immucor laboratory also tested two (2) returned blood samples ((B)(6)) from the customer site, from the one (1) patient, on 24may2017 with antibody screen on galileo neo, which yielded unexpected negative outcomes, consistent with the customer's observations.

Event description:
On (B)(6) 2017, a customer site, reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.